Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope experienced the scope cannot scan into the oer-pro. The event took place during reprocessing. There was no report of patient or user harm associated with the event. During inspection, the device was found to have ID data error. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation. The customer¿s allegation could not be confirmed. However, during inspection found that the device had ID data error, and found that during the previous repair, the rfid was not programmed correctly which is why the oer-pro would not read the scope. Additionally, the following events were also identified, and are as follows: (a.) The labels were peeling, (b.) Evis exera chip ID read no information on the radio-frequency identification (rdid), (c.) The control knob movement was out of specification, (d.) The distal end plastic cover had scratches, (e.) The bending section cover, distal end adhesive had cracks in the insertion tube and plastic distal end cover, (f.) The insertion tube had scratches not catching the cotton, (g.) The air/ water supply had the blue cylinder ring missing, (h.) The suction flow on the red cylinder ring was missing. (I.) And the light guide tube had scratches. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.